Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer states the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the battery compartment and spring was neither damaged nor corroded. Troubleshooting was performed for blank display. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. Device passed displacement test, active current measurement test, sleep current measurement test and self test. During visual inspection, electronics stack and motor had moisture damage.